Event description:
During the follow up on (B)(6) 2013, an error message related to programming head position was displayed during a sensitivity test. The device was finally found in standby mode. The device was re-initialized without any issue. No other issue was observed during the subsequent real time testing and interrogations. It was noted that another manufacturer's programmer was close to the pt left shoulder during the follow-up (about 15cm from the pocket area); it was turned off after pacemaker re-initialization. An explanation is requested. Another follow up is scheduled on (B)(6) 2013.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.